Manufacturer narrative:
Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implantation, low pacing impedance was found on the right atrial (ra) and right ventricular (rv) lead during fixation. The physician elected to explant and replace the ra and rv leads to resolve the event. The patient was stable and will continue to be monitored. Related manufacturer report number: 2017865-2019-10769.

Manufacturer narrative:
The reported event of low lead impedance could not be confirmed. As received, a complete lead was returned for evaluation in one piece. Visual inspection of the lead did not reveal any anomalies except for damages consistent with procedure damage. Electrical testing did not reveal any indication of conductor fractures or internal shorts.